Event description:
It was reported that there were two smart toes attempted to be used in the case. The first smart toe broke during surgery and the second bent and would not go in. Surgeon used another smart toe to complete case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the implants bent/broke could be confirmed since the returned devices match the reported failure. During inspection of the device it was identified that the implant has plastic deformation. The implants most probably started to open and the surgeon tried to close them to be able to insert them. This case could be classified as user-related. (Mismanagement of temperature) please note that the current op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. [...] At this point (after preparation of implant site), the implant can be removed from cold storage (0°c / 32°f or below). Use the forceps (xpi003001) to remove the smart toe from its support. Insert the oblong shaped side of the implant in p1 until the forceps touch the proximal phalanx. Do not remove the forceps at this stage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that there were two smart toes attempted to be used in the case. The first smart toe broke during surgery and the second bent and would not go in. Surgeon used another smart toe to complete case.